Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 had bad rails. A field service engineer (fse) found the rails were bad. The fse removed all cubies and removed the bad drawer. Further the fse reinserted the cubies and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer was broken and stuck with row a exposed. When the user opened the drawer, it over extended, exposing wires and causing the drawer to slump. When attempting to close the drawer, the user could hear beads from the slide falling out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.